Event description:
It was reported to ventec by an authorized third party service provider (asp) that the device was continuously rebooting by itself. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
Section d4, model #, of the initial medwatch report stated: prt-00490-001. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). H6: upon further investigation, ventec has determined that this medwatch was submitted in error. The authorized third-party service provider (asp) who had originally advised ventec that the device was rebooting by itself, later clarified that the device had been in an "off" state and was unable to complete the initial boot-up process (i.e. Unable to power on). As a result, this does not meet reportability requirements as the issue would not cause or contribute to death or serious injury if it were to recur.